Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
It was reported through a legal event that a male patient had hernia repair surgery on or about (B)(6) 2022. During the hernia repair surgery, plaintiff¿s surgeon implanted a strattice mesh; lot number sp100116-179. After surgery, the patient returned to the hospital on or about (B)(6) 2017, with a massive recurrent left flank hernia and underwent another operation to address the recurrent hernia. No other information was provided.

Manufacturer narrative:
Internal investigation into strattice lot sp100116 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 12 jan 2023, of the 226 devices released to finished goods for lot sp100116, 216 have been distributed with 138 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
This is follow up# to report the results from the internal investigation and the conclusion. The aware date of january 12, 2023 is based on when the batch record review was completed. As reported in the initial: it was reported through a legal event that a male patient had hernia repair surgery on or about (B)(6) 2014. During the hernia repair surgery, plaintiff¿s surgeon implanted a strattice mesh; lot number sp100116-179. After surgery, the patient returned to the hospital on or about (B)(6) 2017, with a massive recurrent left flank hernia and underwent another operation to address the recurrent hernia. No other information was provided.